Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a multiple pump error. The customer¿s blood glucose was 4.1 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests. No unexpected the motor arm cannot communicate with the main arm or he critical block and inverse critical block did not add to zero alarms occurred during testing. However, both pump error alarm (line number = 2725; file number = 32010) (line number = 213 ; file number = 30) are found in the formatted history file due to software errors.